Event description:
It was reported that on april 16, during a procedure the radiologist pulled the lever to rotate the c-arm and it was getting stuck. When they let go, it will keep moving. A field engineer examined the equipment and found that the rotation switch at the rear of the gantry was sticking, causing uncommanded motion. The field engineer replaced the defective switch and tested functionality the system is functioning properly and meets all manufacturer specifications. No injury was reported.